Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode placement. It was reported that the initial registration of the stylet was accurate. While navigating the stylet the site noticed a 2-3mm inaccuracy. They re-verified the instrument but it did not resolved the issue. The site then switched stylets and same result. The site moved the emitter and the issue was resolved. There was a surgical delay of less than one hour and no reported impact to patient outcome.